Event description:
The account alleges that during an arterial hemodynamic monitoring on an infant patient, the medical staff noted that the pressure monitor tubing had disconnected while prepping the patient for device use. No patient injury to report.

Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Manufacturer narrative:
Only part of the suspect device was returned for investigation. The device was inspected visually and functional testing was performed. The complaint could not be confirmed. The possible root cause could be contributed to the medical staff not fully tightening all connections during preparations of the device per IFU. Review of the manufacturing process showed no changes. No visual non-conformities could be identified. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.